Event description:
It was reported that the patient underwent a posterior fusion at t3-l5. Sometime post-op, an additional surgery was performed to extend the construct. The patient reported back pain. It was reported sometime post-op that the rods were broken at l2 on the caudal aide of the crosslink. A revision surgery was performed approximately 4 years post-op. Fusion was completed at l1-2. The caudal parts of the broken rods were replaced with new rods and connected with the cranial side of the rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.